Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the clinic remotely via merlin.net transmission. The transmission revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing resulting in inhibition of pacing. No patient symptoms were reported. On (B)(6) the patient was seen in clinic. However, there was no oversensing noted during the follow up and no programming changes were made.